Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. Per data management system review, the user had not been actively using the system since (B)(6) 2026, pending the scheduled sensor removal.

Event description:
On (B)(6) 2026, the user reported an infection at the sensor insertion site. The user described symptoms of itchiness and discomfort, which were reported to have first appeared in early (B)(6) 2026, with the event date defaulted to (B)(6) 2026. The infection was confirmed by the user's healthcare provider. The user's healthcare provider was aware of the event and prescribed a topical lotion for treatment, although the medication name was not recalled by the user. Based on medical guidance, the user was advised to have the sensor removed, and a removal appointment was scheduled for (B)(6) 2026.